Event description:
It was reported that a breast reduction procedure due to gynecomastia was completed using small incisions. The procedure was completed and the device was inserted for hemostasis. It was reported that a bilateral hematoma developed after the procedure. Drains were inserted and the pt is resolving normally.

Manufacturer narrative:
Upon discussion of this event with a third party physician, it was noted that a hematoma may develop in a procedure such as this if the device is not applied correctly and distributed throughout the surgical site. In this procedure, bleeding is likely not profuse, but is widespread and inadequate application of the device may lead to hematoma formation. It is unk whether this occurred in this case. There has been one other report for a hematoma after use of this device and a causal link was not found. Hematoma is a noted risk of devices in this product code and is listed in the device's instructions for use as a potential adverse event. Should further info become available, a fallow-up report will be submitted.